Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative was checking the floor where a leak was occurring from the high concentration waste (hcw) drain of the alinity I processing module. A third-party user accidentally hit the drainpipe, which caused a splash of liquid that landed in the representative¿s eye. The drainpipes that are connected to the alinity were moved to a container while waiting for intervention by a plumber to unclog the floor pipe. The field service representative did not require any eye treatment. A blood analysis was requested by his physician. No treatment was required and there was no negative impact to patient management reported.

Event description:
The field service representative was checking the floor where a leak was occurring from the high concentration waste (hcw) drain of the alinity I processing module. A third-party user accidentally hit the drainpipe, which caused a splash of liquid that landed in the representative¿s eye. The drainpipes that are connected to the alinity were moved to a container while waiting for intervention by a plumber to unclog the floor pipe. The field service representative did not require any eye treatment. A blood analysis was requested by his physician. No treatment was required and there was no negative impact to patient management reported.

Manufacturer narrative:
A field service representative (fsr) performed troubleshooting on the alinity I processing module, serial number (B)(6) for a leak from the high concentration waste (hcw) drain. The fsr reported getting splashed in the eye from the drain that had backed up on the ground/floor when the drainpipe/tubing was accidentally hit by a third-party user. The fsr was not wearing eye wear (personal protective equipment) at the time of the eye splash. The clog in the floor drain was cleaned, which resolved the leaking issue. The service history of the alinity I processing module returned no additional tickets for splashing from a part on the module. A review of tracking and trending of the alinity I did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation the alinity I processing module, serial number (B)(6), is performing as intended, no systemic issue or deficiency of the alinity I was identified.